Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on 4th day after placement the foley catheter got broken. The broken fragment of catheter was allegedly found outside of the patient body.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found breakage at the middle of catheter shaft. The area of breakage was observed to be jagged. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to user rough handling (pulled out by user) use of sharp object, operator error, stripping error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on the 4th day after the placement the foley catheter was broken. The broken fragment of the catheter was allegedly found outside the patient body.